Manufacturer narrative:
(B)(4).

Event description:
It was further reported that angiography performed on (B)(6) 2015 revealed a 50% stenosis in the proximal left circumflex (lcx) artery instead of obtuse marginal (om) artery as previously reported. In-stent restenosis (isr) pattern is 2 and target lesion revascularization (tlr) was performed.

Event description:
Same case as MDR ID: 2134265-2015-02177. (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to stable angina as well as objective evidence of ischemia and was referred for cardiac catheterization. Target lesion#1 was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 28 mm long, with a reference vessel diameter of 3.0 mm. Target lesion#1 was treated with pre-dilatation and placement of a 3.00x28mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the 1st obtuse marginal (om) artery with 80% stenosis and was 20 mm long, with a reference vessel diameter of 3.5 mm. Target lesion#2 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post-dilatation, the residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient returned to the hospital for a scheduled follow up. The following day, angiography was performed which revealed in-stent restenosis (isr) of the study device placed in the proximal lad and also 50% stenosis of the study stent placed in 1st om. Subsequently, the patient underwent coronary artery bypass graft (CABG) to distal lad, which reduces the stenosis from 75% to 0% and no corrective action has been taken for the stenosis in the om. On the same day, the event of isr in the lad was considered recovered/resolved.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).